Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection showed no signs of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained blank. This would simulate the idea that the cycler would not turn on. An internal inspection of the cycler found transformer on the ¿inverter board¿ to be burnt. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the touch screen became operational. An as-received treatment passed. The voltage check passed. There were no other discrepancies encountered in the internal inspection of the cycler. There were no burning smells coming from the cycler during the above testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler had a burning smell during set-up. The power cord was properly connected in both ends. The cycler would not turn on. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. The patient was able to complete the treatment on the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.